Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, after taking several bites of tissue and reloading the device multiple times, the toggles would jam and the needle would fall out of jaws. No adverse events have been reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the devices noted witness marks on each device from the needle tip impacting the beveled walls surrounding the needle receptacles on each device. Some plastic shearing of the toggle switch was noted on each device. Two needles were received. The visual inspection of the needles notes witness marks on each of the cones of the needles. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.